Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment. The atrial output connector is broken. Lower case is broken at boss. Display wire insulation is pinched, wire insulation not compromised. Two case screws are contaminated. Return. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.